Event description:
Literature was reviewed regarding a series of five patients with protruding coronary stents who underwent transcatheter aortic valve implantation (tavi) using tailored techniques. Two of the five cases involved medtronic products, and the remainder of this description only pertains to the medtronic cases. The patient identified in the article as ¿patient 2¿ had a medtronic 29 mm evolut r valve successfully deployed during tavi, and post-procedural echocardiography showed a ¿small, hemodynamically nonsignificant¿ paravalvular leak. The authors remarked that the patient¿s post-procedural course was uneventful. The patient recognized as ¿patient 3¿ experienced sudden hypotension that necessitated an immediate pre-dilation with an 18 mm balloon and hemodynamic support after the native valve was crossed with a medtronic confida guidewire during the tavi procedure. The interventional actions successfully stabilized the patient¿s condition, and post-procedural echocardiography verified normal function of the implanted non-medtronic valve. The authors ended their account of this case with the statement that the patient remained hemodynamically stable and was discharged home four days after tavi in good clinical condition.

Manufacturer narrative:
Citation: greberski k, dabrowski m, jarzabek r, wolny r, witkowski a, bugajski p. Tailored approaches to transcatheter aortic valve implantation in patients with protruding coronary stents. Pol arch intern med. 2025;135(3):16980. Doi:10.20452/pamw.16980 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.